Event description:
It was reported that a patient presented to the emergency room due to extra cardiac stimulation. The physician noted atrial lead was dislodged due to twiddler's syndrome. The physician elected to explant and replace the atrial lead.

Manufacturer narrative:
Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.